Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/delivery test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process after fourth try. Alarm history showed over motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.